Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. No visual or functional abnormalities were noted. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request.

Event description:
The endo gia staple reload was not taken off. *when was the problem noticed: during-procedure(esophagectomy) *patient involvement? Yes *patient injury? No *patient information: n/a *what is the current condition of the patient? Stable *medical intervention required? No *was surgery time extended by 30mins or more? No *was product tested prior to use? Yes *UDI number: n/a***follow up information received on 10/19/16: reportability and coding unaffected.*** can you confirm that product is available and will be returned for evaluation. Its on the way to return. What was done to correct the condition? The doctor used the other new stapler and staple reload to operate. What is the lot number of the reload? I cannot get the information. Was any reinforcement material used inconjunction with the stapling device? No. If yes, what was the brand of the reinforcement material used? . What was the item code and lot/serial number of the reinforcement material? What surgical procedure was being performed? Esophagectomy. Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? No. . If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500cc or more due to the product problem? No. If yes, did any additional blood loss resulting from this product problem require a blood transfusion